Manufacturer narrative:
Investigation conclusion: aa review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reports saline getting into eye. Eye was rinsed, contents of solution were provided. No apparent adverse event.